Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that subacute stent thrombosis occurred. In (B)(6) 2019, percutaneous coronary intervention was performed. The 100% stenosed, 2.5x20mm target lesion was located in the proximal left anterior descending artery. Pre-dilatation was performed in the lesion with an unknown balloon catheter and a 2.50x20mm synergy ii drug-eluting stent was deployed. Subsequently, post dilatation was performed with a unknown balloon catheter and the lesion was observed through intravascular ultrasound. The procedure was completed. After three days, stent thrombosis was observed. Dilatation was performed in the stent with a 2.25x12mm balloon catheter but sufficient blood flow was not obtained. Blood flow was obtained by performing long dilatation with a different balloon catheter. No further patient complications were reported and the patient's condition was stable.